Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vats lobectomy, at the pulmonary bronchus, the device was broken and could not be exited. It was unable to fire. The surgeon was able to press the green button, and was not able to squeeze the handle. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the instrument noted that the firing knobs were r etracted, and the articulation lever was in neutral position. During functional testing the instrument was successfully loaded with an articulating vascular/medium reload. It was observed that when the instrument handle was actuated the reload jaws would not clamp. Unfortunately, the device was not available for further evaluation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.